Manufacturer narrative:
Product ID 3889-28, lot# va0n5dp, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
(B)(4) (rep): the manufacture representative reported that the patient had a fall in (B)(6) 2015, but they were getting good stimulation. While reviewing impedances in (B)(6) 2015, it was discovered that there were 2 electrode pairs that had out of range impedances when run at 1 volt. At 2 volts, impedances were less than 50 ohms for 0 and 3 electrode pair. The manufacture representative wanted to know how to program around the electrodes. Actions taken and resolution of event remain unknown. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.